Manufacturer narrative:
The insulin pump powered up properly and no blank display was noted. The insulin pump had normal operating currents. No damage was found on the isolation tape. The insulin pump was monitored for several days and no low battery alert or weak battery alarms were noted. The insulin pump was received with a cracked reservoir tube lip, cracked battery tube threads, a cracked case at the display window corner, minor scratches on the display window and a scratched reservoir tube window.

Event description:
Customer's mother reported via phone, the insulin pump kept shutting off and the daughter is getting repeat battery issues. Customer's blood glucose was unknown. Troubleshooting for blank display was performed. The device had not physical damage and it wasn't dropped, bumped, nor exposed to moisture. No damage was noted on the battery compartment or its components. Customer's mother was advised to insert a new battery and display returned. Troubleshooting for low battery and weak battery was also performed. Customer's mother was advised to use recommended battery and a battery cap was going to be sent to rule out issues with it. Customer's mother stated she preferred the device be replaced as customer was stressing of insuring her device was on every hour while she was at school and testing. Customer's mother agreed to return the device for further analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.